Event description:
Boston scientific received information that this right ventricular lead was exhibiting high threshold measurements. Upon visualization, the insulation had pulled away from the terminal pin at the header. It was noted that the insulation had been repaired ten years ago. This lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was received that indicated the rate sense portion of the lead was surgically abandoned. The shocking portion of the lead remains in service.

Manufacturer narrative:
--